Event description:
It was reported that the pacemaker had been implanted for a few years, and this was the first time it had been interrogated due to insurance constraints. The field representative was unable to interrogate the device, despite different programmers/ wands/rooms/etc. The patient noted occasional fatigue. They applied surface pads to the patient and applied a magnet, but there was no pacing at all with the magnet. Technical services indicated that this device must be completely dead and should be scheduled for immediate change out. The patient did have an intrinsic of 60 bpm. The device was explanted and replaced, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory was unable to be retrieved, however using an external power source they were able to confirm the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported premature battery depletion and inability to interrogate.

Event description:
This supplemental report is being filed with analysis results.